Event description:
Two-days post tvt-advantage, the patient presented with perotinitis. No problms were encountered with the product initially. The case is being reported to social department as follows: the physician has perforated the patient's bowel requiring a laporotomy as further intervention. Upon subsequent laparotomy, the mesh was found to be seated in the bowel. The mesh was removed and the perforation sutured. The patient was treated in instensive care department. Post-operative, the patient is doing well. It is believed the perforation of the bowel is a result of the trocar used during this procedure and may be associated with the physician's limited experience with the current device. The trocar is a component of the sling system.